Manufacturer narrative:
Add'l info has been requested, and if made available this will be reported as supplemental. Method, result and conclusion will be made available following an engineering eval.

Event description:
It was reported that "implant mantis 6.0x45 mm hex rad rod broke. The hex end broke off during rod insertion as the set screws were being tightened. The small piece of the hex end of the rod was found in the rod inserter. The 90 degree rod inserter was used. Implant remains in pt on the previous rod, the surgeon could not get the rod to release from the inserter very easy. He struggled for a couple of minutes, until it finally released."